Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8, b5, h3, g2, h6 (type of investigation, investigation findings, component codes, investigation conclusions). The complaint was received through a direct call from the customer to the emergency support program. (B)(6), a ccu rn, called for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. She reported that the pump had gone into standby with no significant alarm noticeable. I walked (B)(6) through the process of printing the trigger and alarm log which showed the gas loss alarm had gone off several times since last night. She was suggesting malfunction of the pump. She did not utilize the help screen or but did press and hold the iab fill key with the most recent alarm. I had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. I explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was cause was unknown but possibly related to patient movement. I encouraged (B)(6) to call me should the alarm go off several times in an hour so that we could troubleshoot together. Complaint information obtained. She denied any additional questions. Notified via email: (B)(4).

Event description:
The complaint was received through a direct call from the customer to the emergency support program. (B)(6), a ccu rn, called for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. She reported that the pump had gone into standby with no significant alarm noticeable. I walked (B)(6) through the process of printing the trigger and alarm log which showed the gas loss alarm had gone off several times since last night. She was suggesting malfunction of the pump. She did not utilize the help screen or but did press and hold the iab fill key with the most recent alarm. I had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. I explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was cause was unknown but possibly related to patient movement. I encouraged (B)(6) to call me should the alarm go off several times in an hour so that we could troubleshoot together. Complaint information obtained. She denied any additional questions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
T was reported by customer that during use on patient, the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm. There was no patient harm or injury.